Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. The physician elected to implant the endurant bifurcate low to preserve an accessory renal artery. It was reported that the patient returned for follow up CT performed approximately 3.5 years post index procedure where a type ia endoleak was observed. It was reported that a 25x70 endurant aortic cuff was implanted and the endoleak was successfully resolved. The physician stated the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.